Event description:
Customer requests assistance with event log review. Overinfusion suspected in event; 1000 ml of d.9ns with 40 mgq kcl running at 75 ml/hr. Bag was hung at 0145 (am) on (B)(6) 2012. At 0830 only 50 ml remained in bag when rn expected around 500 ml to be remaining. Pump indicated it had been cleared at shift change, no volume intake number was documented in written format in pt chart. Night rn claimed infusion was running at correct rate, day rn confirmed correct rate also. In addition, it was discovered rocephin was ordered ivbp q 24 hrs, and to infuse at 9:10. (Unclear to am or pm). The full bag of drug was still hanging on the pole (B)(6) 2012 am, rn found the secondary line clamped. Biomed reported rocephin rate was rate= 100cc/hr vtbi= 50cc height of secondary infusion verified. There was no pt harm and medical intervention was not required. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). The customer's suspicion of an overinfusion was not confirmed in the pcu event log. The pcu event log shows that the pcu was powered on on april 1st at 1:33 pm. The user selects new pt and the same area. The area was intended to be med/surg. At 1:34 pm, the user selects maint ivf + kcl (drugid 2) through the guardrails IV fluids menu. The user enters 75ml/hr for the rate and 955 ml for the vtbi. The user starts the infusion. The user clears the volume infused at 2:31 pm after the device recorded 71.1 ml was delivered. The user clears the volume infused again at 9:35 pm after the device recorded 529.112 ml was delivered. At 10:30 pm, the pump module alarmed for air in line. The event log shows that the flo stop was opened, followed by the pump module door being closed. The user restarts the infusion. The volume infused up to this point is 668.843 ml. At 1:40 am on (B)(6), the user changes the vtbi of the infusion to 1000 ml. The volume infused up to this point is 904.627 ml. At 1:52 am, the pump module alarmed for fluid side occlusion. The volume infused up to this point is 918.692 ml. At 1:58 am, the event log shows that the flo stop was opened, followed by the pump module door being closed. The user restarts the infusion. At 2:07 am, the user changes the vtbi of the infusion to 450 ml and starts the infusion. The user clears the volume infused at 6:30 am after the device recorded 657.005 ml was delivered. The user clears the volume infused again at 6:57 am after the device recorded 33.6ml was delivered. At 8:33 pm, the pump module is selected off and the system is shutdown. The volume infused between 1:58 am and 8:33 pm was 497.998 ml. The event description states that a 1000 ml bag was hung on (B)(6) 2012 at 1:45 am. The rate of the infusion was 75 ml/hr. The pcu event log shows that the pump module door was opened at 1:52 am and the bag was most likely changed at this time. From 1:52 am till the time the pump module was shutdown at 8:33 pm, the pump module delivered 497.998 ml. This would leave 512.002 ml remaining in the bag. The event description also states that an infusion of rocephin was to be started at 9:10, but was not sure if it was for am or pm. The pcu event log stops at 8:33 am, then starts again at 12:35 pm and ends at 12:36 pm, so it was not determined when this infusion was to start. However, a previous infusion of ceftriaxone 2000 mg/50 ml (drugid 75) was programmed on (B)(6) at 9:07 am. This infusion ran at a rate of 50 ml/hr with a vtbi of 50 ml and completed at 10:08 am. The pcu event log shows no ceftriaxone was delivered on april 2nd. The root cause of the customer's experience of an overinfusion was not identified. Although the pcu event log shows that 512.002 ml is remaining in the bag, this was based on the customer's statement that the bag was changed around 1:45 am. The event log does not show what the volume in the bag was when the infusion was first started or when the bag was changed.